Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were having back pain for about a week. The patient stated they already discussed it with their healthcare provider (hcp) on (B)(6), they have urinary retention, they were not sure if that might be related to the pain on their back. The patient said the healthcare provider (hcp) stated they will call manufacturer representative (rep) to check what might be the cause of the pain. The patient also said they still use the catheter 4 times a day but after the appointment they were told to use it more often to completely void their bladder. Redirected patient to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.